Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing it was noted that the device door roller pin was missing. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. Prior to testing, the device had been returned to the biomed dept with a report of a broken door. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.